Manufacturer narrative:
Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was ¿zapped¿ by their implantable neurostimulator (ins) while being under a car about a month ago. The reporter stated they were lying on cardboard and it took 20 minutes to ¿get out of there.¿ the reporter further stated they ¿can¿t scoot no more.¿ it was noted the patient was not able to change a tire anymore. It was further noted the patient was having back problems. It was noted the patient stated the ins seemed to stay charged better when they leave the ins on. The reporter stated they were on disability because of their back and they are a psych patient. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and had occasional adjustments from a manufacturer representative. It was noted that the patient had an appointment on 2013-(B)(6).